Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause can be attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the procedure of robotic myomectomy continued, with the same management of tissue traction and cutting with hemostasis. As the separation of tissue and adhesions continued, traction was applied to the tissue with the bipolar forceps. At the moment of rotating the instrument, it was found that one of the jaw pieces was misaligned for the second time, preventing its movement for removal. Therefore, the trocar with the instrument was removed for the second time. The trocar was reinserted along with a new bipolar forceps, and the procedure continued without further complications. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the distal part of the instrument was the issue. The instrument was inspected before the procedure. The surgeon was going to retract tissue. There were no collisions with any other instruments. There was no fragment that fell inside the patient's anatomy, and the instrument will be returned.

Manufacturer narrative:
An investigation is in progress to determine the cause. The product was requested to be returned in order to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a bent grip tang causing them to be misaligned. The complaint was confirmed by failure analysis. A review of the submitted videos was performed by an isi failure analysis engineer (fae). The following additional information was provided: in the first video I can see what appears to be the force bipolar and the mcs being used to manipulate tissue. The wrist of the force bipolar instrument is used for retraction while the mcs is being used to cut. The second video shows that the proximal grip of the force bipolar has been dislodged. Force bipolar proximal grip dislocation is a known failure mode that is being investigated under CAPA 421938. It can occur when excessive force is placed on the grips (such as attempting to break suture) which can cause them to yield. If this happens, it makes the grips more susceptible to the proximal grip dislocation seen during this video.

Event description:
Refer to h11 for follow-up information.